Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, textured to smooth exchange.

Event description:
Physician reported right side "capsular contracture," baker grade iii. The capsular contracture resolved and no treatment or surgical reoperation occurred. Patient later reported right side rupture and an implant removal from textured to smooth due to the concerns of the product. Device remains implanted.